Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample passed leak test in the plant test lab and a simulated insertion. Spike measurements were all within specification. The lot number was not known so no batch review was performed. In this case the evaluations did not find any evidence of any problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that the spike of the transfer set separated from the spike port of a solution bag during therapy. The connector cover was not used. The transfer set had been used for twelve (12) days. There was no patient injury or medical intervention.